Manufacturer narrative:
A product investigation was conducted: investigation flow: damage. Visual inspection: cranial-scr plusdrive 1.6 self-drill l5 (part. No: 400.835, lot. No: h777317) was returned and received. The thread profile, thread minor diameter, thread major diameter and material type were checked where possible to determine if complaint condition was the result of a failure in the manufacturing process. The cross-slot feature was found to be visibly damaged for the received screw which impacts the functionality. Thread tips were worn and damaged. But no broken features were observed with the returned screw. Device failure/ defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Document / specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Raw material testing: lot h777317 was checked for material type and no raw material issues were identified. Manufacturer's risk assessment: per process risk document, the worst-case harm is 3, and the probability of occurrence is 2 which is a risk level of accept. Complaint confirmed? No, no broken features were observed with the returned screw. Investigation conclusion: the reported complaint condition was not confirmed for the cranial-scr plusdrive 1.6 self-drill l5 (p/n: 400.835, lot #: h777317). During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: manufacturing location: (B)(4). Manufacturing date: nov 09, 2018. Part number: 400.835e, ti low profile neuro screw self-drilling 5mm. Lot number: h777317 (non-sterile). Lot quantity: 237. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: h692284. Lot quantity: 1,682 lbs. Certified test report supplied by (B)(4) dated jul 05, 2020 was reviewed and determined to be conforming. Lot summary report dated jul 16, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review. Jun 18, 2020: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on unknown date that the patient underwent for a closed cranial surgery. During the surgery, the screw was broken into two pieces. It was unknown if the surgery was completed successfully. There were no adverse consequences to the patient. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). Unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) ti low profile neuro screw self-drilling 5mm. This is report 1 of 1 for (B)(4).